Event description:
The user facility reported that during a colonoscopy procedure, the image was completely lost. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The complete loss of image was duplicated, however, the loss of image was found to occur intermittently. The unit failed fog testing, suggesting possible fluid entry into the device, but no evidence of fluid invasion was identified. The unit has been serviced and returned to the user facility.